Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported cable break resulting in noise and tip unable to straighten (positioning failure) appears to be related to user error associated with turning the knob in the "-" direction with excessive force. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), prior to inserting the sgc into the femoral vein, the sgc was turned in the minus direction. It was noted that visually the amount of force put on the knob was excessive, a pop was heard, the device would only move in a positive direction, and a cable break was suspected. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.